Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective mix motor and ise buffer valves. The fse adjusted the mid standard nozzle and replaced the mix motor and ise buffer valves to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results on their dxc 700 au clinical chemistry analyzer. The customer there were fifteen (15) erratic ise patient results. The erroneous results were not reported out of the laboratory. The customer repeated the patient samples on another instrument with results considered normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from five (5) patient samples.